Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the selection of the desired mode of ventilation. There was no report of patient injury.